Event description:
The seal did not deploy out of the tube when the plunger was depressed. The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. A second unit was used to complete the procedure. No patient complications were reported by the hospital.